Manufacturer narrative:
The insulin pump failed the displacement test and alarmed motor error during rewind due to motor encoder signal out of phase. Unable to verify e70 alarm in the alarm history due to history file over written. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)

Event description:
The customer reported via phone call that the insulin pump was exposed to a magnetic resonance imaging machine. The customer also reported a motor position encoder error alarm occurred on the insulin pump. It was also found the insulin pump was stuck in an infinite motor error alarm loop after. The customer's blood glucose was unknown. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.